Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. Due to the age and condition of the device, the pump will be decommissioned.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was over infusing during testing. There was no patient involvement, and no patient harm/adverse event reported.